Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient's device was not working for them. No diagnostics, troubleshooting, interventions or actions were taken. Additional information was received from a health care provider (hcp). It was reported by the hcp that the patient had not contacted their office with any difficulties. It was later reported by the patient that their therapy had never worked for them and that their symptoms were getting worse and worse. Patient had tried increasing stimulation, but with each increase their symptoms got worse. For example, patient would increase from 3.5 to 3.7 to 4.1 and noticed getting up more at night and not going to the bathroom during the day. No further complications were reported.